Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the possible distal type I endoleak from the bifurcate ipsi limb cannot be conclusively determined from the sizing worksheet and two still angio images provided. Pre-implant films, films at implant, earlier post-implant films, and additional films that showed the distal type I endoleak were not provided for review and comparison. The complete anatomy information and stent graft in-vivo configuration cannot be assessed. However, review of the sizing worksheet that was done based on the recent CT showed that the right common iliac artery diameter is currently larger than the ipsi limb od, and that there is only approximately 1.1 cm of distal sealing left. The angio image during the secondary intervention showed that the vessel distal to the limb was angulated laterally. It is possible that patient anatomy of short remaining sealing length, angulation, and morphology changes may have contributed to the event.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 63 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one year and four months port index procedure a CT revealed that the endurant ii stent graft bifurcate had a distal type I endoleak. Approximately one year and six months post index procedure the physician elected to implant an endurant stent graft limb extension and the event was resolved. Per the physician, the cause of the event was due to the patient anatomy of a 1.5cm seal zone from dilatation, angulation, and morphology changes. No additional clinical sequelae were reported and the patient is fine.